Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 180 mg/dl. Replacement cable was sent to customer.

Manufacturer narrative:
Device not returned